Event description:
It was reported the customer has experienced fluctuating blood glucose levels. Customer reports pump settings need to be adjusted by his health care professional.

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted. T:slim user guide indicates, pump is to be used with individuals 12 years of age and greater; pt is (B)(6).